Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charged and rebooted. The receiver download retrieve and attach passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver functional test passed all tests. Receiver "try-it" test was performed, and passed. The receiver case was opened for an internal inspection and it passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.